Manufacturer narrative:
During the inspection at rc (repair center) olympus (B)(4), the reported issue was confirmed. According to the feedback from inspection engineer the foreign material was found and could not be removed and no photo was taken during the inspection. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device nozzle was clogged. The issue occurred after using in a regular examination procedure. There was no patient harm or injury reported due to the event. Device evaluation found foreign material and could not be removed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that gauze, a piece of parts from peripheral device, body fluid, or residues from used chemical agents clogged in nozzle due to inappropriate reprocessing after previous procedure. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "Operation manual_ preparation and inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
During the inspection at rc (repair center) (B)(4), the reported issue was confirmed. According to the feedback from inspection engineer the foreign material was found and could not be removed and no photo was taken during the inspection. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device nozzle was clogged. The issue occurred after using in a regular examination procedure. There was no patient harm or injury reported due to the event. Device evaluation found foreign material and could not be removed.